Event description:
Reported by the complainant as follows: nurse called to report rectal bleeding with the fms approx one month ago. She advised that the pt is a male with an admission date of 2007. His nurse is unable to provide date of flexi-seal insertion. The pt is positive for c-difficile and that is the reason for the diarrhea; which had a duration of approx two weeks. She describes the pt as having rectal bleeding with hemodynamic instability with a decreased hemoglobin requiring blood transfusions of an unk amount. Colonoscopy was performed (md name unavailable) which identified ulceration present within the rectal vault.

Manufacturer narrative:
Reported to the FDA on 2/7/08.